Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 476 mg/dl. The customer had no symptoms. The customer states treated with pump or syringe. Customer's current blood glucose value was 326 mg/dl. Customer's blood glucose value was 476 mg/dl at time of incident. Customer reported that having trouble with her pump and changed her infusion set 3 times and has changed her sensor and still she has high blood glucose. Troubleshooting was performed. The customer states auto mode feature is active. Customer declined to troubleshoot. Customer additionally stated that blood glucose level were 326 mg/dl, 265 mg/dl, 283 mg/dl and 244 mg/dl. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.